Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united kingdom. The patient reported an incident involving the detachment of their infusion set on (B)(6) 2025. The event occurred while the patient was asleep. The infusion set had been inserted in the patient's stomach area and had been in use for approximately one day before the detachment occurred. The insulin pump itself was being worn in the patient's pocket at the time of the incident. Specifically, the infusion set became completely detached from the insertion site on the stomach. This unexpected detachment could potentially lead to interruptions in insulin delivery and subsequent blood glucose management issues. No further information available.